Manufacturer narrative:
This 3500a form, report number 3009144177-2026-00022 is an identical copy of failed 3500a form submission, report number 3009144-2023-00001, originally submitted on 08/01/2023 . The original 3500a form failed at ack3 due to the following error: manufacturing number not valid . This error has been corrected. A CAPA was opened to prevent reoccurrence of the failed submission.

Event description:
The patient developed a pocket infection after remede device ipg and lead change out (B)(6) 2023. Patient treated with oral antibiotics for roughly 6 weeks without resolution of the pocket infection. On (B)(6) 2023, zoll respicardia personnel were notified that a pocket revision would be performed on the patient. On (B)(6) 2023, the patient underwent a procedure to have a tyrx antibacterial pouch placed around the ipg after the pocket was swabbed with vancomycin. The patient was seen in the clinic on (B)(6) 2023 for therapy reactivation and wound check. Patient states the incision site is healing well. There is no tenderness, nor is the wound site itching. There is no active drainage. The patient is currently completing their prescription for 100 mg doxycycline for 10 days.